Event description:
It was reported the patient presented for implant procedure. Post-procedure, interrogation revealed the leadless pacemaker (lp) was not capturing. Imaging confirmed the lp had dislodged to the left iliac vein. The lp was explanted and replaced. The patient was recovering following the procedure.